Manufacturer narrative:
This product has not been returned to boston scientific. And as a result, laboratory analysis could not be conducted. The associated investigation determined, that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined, that this type of event is likely, the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020, to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
This supplemental report is being filed, based on trend inclusion. And an updated evaluation conclusion code.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pace impedances measurements greater than 2000 ohms in several vectors of the left ventricular (lv) lead. This was discovered during preparation for this patient to undergo a magnetic resonance imaging (MRI) scan. When the healthcare provider (hcp) was attempting to put the device into MRI protection mode, warning messages related to lv lead impedance measurements were observed on the programmer. Boston scientific technical services (ts) explained to the hcp that when the device is going into MRI protection mode, it checks impedances from the lead tip to the lead ring in several vectors to check for a possible lead fracture. Ts indicated that this could be an indication of a possible lead fracture or an indication of a possible device header set screw that is not to fully extended. Ts also noted to the hcp that it is considered non-conditional to perform an MRI scan if the lv lead has a potential integrity issue. The hcp indicated that they would provide the information to the electrophysiologist (ep) for review. Evidence is suggestive that the MRI scan was not performed. The products remain in-service. No patient symptoms or adverse patient effects were reported.